Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware, on (B)(6) 2016, that on (B)(6) 2016, there were continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred . Sensor was inserted on (B)(6) 2016, on the abdomen. No additional event or patient information is available. The receiver data log was reviewed on 08/26/2016. The complaint of inaccurate cgm values could not be confirmed. A root cause could not be determined.